Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer's low blood glucose level was 30 mg/dl and high blood glucose was 630 mg/dl. Customer declined troubleshooting for the high and low blood glucose event. It was unknown if customer was using auto mode feature. No medical intervention was reported. The insulin pump will not be returned for analysis.